Event description:
A physician reported a pt who was skin tested in 10/1997; the test result was negative. She received her first treatment in the periorbital area and the nasolabial folds on 11/20/1997. She returned to the physician's office on 12/8/1997 with swelling and induration in the nasolabial folds and periorbital area she described as being intermittent and painful. The physician did not believe the sites were infected and believed the pt may have developed a hypersensitivity. The pt returned on 12/16/1997 and was still concerned about her symptoms of swelling, induration, and pain, so the physician gave her cipro samples to take for a 7 day course. He still did not believe the symptoms were an infection. The medication did not seem to improve her symptoms as of 12/23/1997, and he believed her symptoms were definitely a hypersensitivity to collagen since the antibiotic had no effect. The physician planned no further intervention for the symptoms.

Manufacturer narrative:
The symptoms resolved on 20 december 1997 according to the physician.